Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys hcg + beta test system results for two samples from one patient using the cobas e 411 immunoassay analyzer. Sample 1 initial result was 1.60 miu/ml with a data flag and the repeat result was 4593 miu/ml with flag. On (B)(6) 2018, sample 2 initial result was 0.987 miu/ml and the repeat result was 10000 miu/ml with a data flag. The erroneous results were reported outside of the laboratory. The repeat results correlated with clinical status of the patient. There was no allegation of an adverse event. The reagent lot number was 240444. The expiration date was provided "08/2018". The field service representative found an issue with the pinch tubes and replaced them. A general reagent issue could be excluded based on the provided qc data. The investigation was unable to find a definitive root cause.